Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of judy0418 showed 13 other similar product complaint(s) from this lot number.

Event description:
It was reported that plastic clip comes away from the sticky adhesive pad. Happened with total to date x4. Of those, 3 were used on patients and fell apart within 3 days. 1 sample being returned straight from packet not used on patient, where gentle pulling caused the plastic clip to separate easily. This report addresses the fourth device, this device was not used on a patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of retainer clip detachment on a statlock securement device is confirmed. One photo sample of a statlock securement device was provided for evaluation. The plastic retainer base was detached from the securement pad portion of the device. The adhesive liner film was not present, and the dressing appears to have been used. The device could not be clearly inspected for the presence of adhesive. Since the retainer was shown to be detached, the complaint is confirmed; however, the lack of a returned physical sample did not allow for a determination of the root cause. A lot history review (lhr) of judy0418 showed 13 other similar product complaint(s) from this lot number.

Event description:
It was reported that plastic clip comes away from the sticky adhesive pad. Happened with total to date x4. Of those, 3 were used on patients and fell apart within 3 days. 1 sample being returned straight from packet not used on patient, where gentle pulling caused the plastic clip to separate easily. This report addresses the fourth device, this device was not used on a patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. This report addresses the statlock returned with packaging. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. Two PICC plus statlock devices with tricot pads and adjustable posts were returned for evaluation. One of the samples was returned in opened packaging with a label indicating pn:pic0220 and ln:judy0418. The second sample was returned without kit packaging or a label. An initial visual observation showed the sample returned outside of any packaging was missing the liners on the back of the pad and use residue was observed on the pad. The retainer of each sample was observed to be completely detached. A microscopic observation revealed poor adhesive coverage on the underside of both retainers. The investigation was forwarded to the manufacturing facility for further evaluation, and awareness training was performed with the manufacturing operators regarding this complaint. A lot history review (lhr) of judy0418 showed 13 other similar product complaint(s) from this lot number.

Event description:
It was reported that plastic clip comes away from the sticky adhesive pad. Happened with total to date x4. Of those, 3 were used on patients and fell apart within 3 days. 1 sample being returned straight from packet not used on patient, where gentle pulling caused the plastic clip to separate easily. This report addresses the fourth device, this device was not used on a patient.